Event description:
It was reported that pump experienced malfunction and then screen went dark and would not turn on, with red light blinking and no vibration. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.